Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2013. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2013. Information was subsequently received on (B)(4) 2013 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore, being submitted as a 30-day report. Concomitant product: 419478 implantable pacing lead, implanted: (B)(6) 2011. A 5076-58 implantable pacing lead, implanted: (B)(6) 2002. A 5076-52 implantable pacing lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that frequent periods of a missing ventricular pace were noted on a remote transmission. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately four months after device implant. The cause of death has been requested and not received.

Manufacturer narrative:
Further review prompted a change in the device analysis results.